Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 , a 21mm trifecta gt valve was chosen for implant. The valve was implanted. After cardiopulmonary bypass operation, echo imaging found that one of the leaflets was not opening completely. Cardiopulmonary bypass was used again to remove the trifecta gt. The valve was replaced with a new 19mm epic supra valve was valve and completed the procedure. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of a leaflet not opening properly was reported. A more comprehensive assessment, including to see if there were any valve abnormalities, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. Based on the information available abbott cannot further speculate on the cause of the reported event of the leaflet not opening properly.

Manufacturer narrative:
An event of a leaflet not opening properly was reported. A more comprehensive assessment, including to see if there were any valve abnormalities, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. Based on the information received, the cause of the reported incident could not be conclusively determined.